Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical service on (B)(6) 2016 stating that lead safety switch was noted on the ra lead. The physician was dr. (B)(6) at (B)(6) hospital and medical center in reading, pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).